Manufacturer narrative:
Citation: gulino et al. Four-year durability of clinical and haemodynamic outcomes of transcatheter aortic valve implantation with t he self-expanding corevalve. Eurointervention. 2016 oct 10;12(8):e1031-e1038. Doi: 10.4244/eijy15m10_08. Earliest date of publish used for event date. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding four year clinical outcomes following transcatheter aortic valve implantation (tavi). All data were collected from a single center between june 2007 and february 2014. The study population included 125 patients (predominantly female; mean age 81 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Over a four year follow-up, 43 deaths occurred among all patients. Causes of death included: 8 cardiac-related, 4 respiratory, 5 renal failure, 4 bleeding, 4 natural causes, 3 cancer, 2 stroke, 3 sudden death, 1 multi-organ failure, 1 femoral fracture, and 8 other/unknown. The physician/authors stated that cardiac causes and bleeding were the main causes of death in the early period after tavi as they were more likely procedure-related; however, none of the deaths were directly attributed to medtronic product. Among all patients adverse events included: 22 life-threatening or major bleeding events, 32 permanent pacemaker implantation (mostly due to third-degree atrioventricular block), 26 acute kidney injury, 12 cerebral vascular accident/stroke/transient ischemic attack, and 18 vascular complications (10 major and 8 minor). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.